Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that customer had a hospitalization due to an insulin pump failure. Customer had to treat a blood glucose reading of 380 mg/dl. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted.